Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the leadless pacemaker exhibited rising thresholds since implant, high thresholds, and loss of capture. The patient was admitted to the emergency room and the output of the device was increased to 5v, however the device was unable to consistently capture. The leadless pacemaker was deactivated and a temporary pacing wire was implanted in the patient until the leadless pacemaker was explanted and replaced. It was also reported that the patient experienced presyncope due to the loss of capture. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.